Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw fractured. The lower part of the screw was removed from the implant and discarded.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn from use. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.